Manufacturer narrative:
This report is submitted on september 15, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device.

Manufacturer narrative:
The sn of the affected device has been corrected and noted that this is a device malfunction. This report is submitted on october 30, 2020.

Event description:
The sn of the affected device has been corrected and noted that this is a device malfunction.